Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer was hospitalized due to hyperglycemia. The customer blood glucose level was over 600 mg/dl. The troubleshoot was not done because he didn't really know the specifics as to what was going on, other than she had a high blood glucose and was in the hospital. The device will not be returned for analysis.